Event description:
It was reported that the patient had their device explanted due to infection. There were no problems with the device. The system was not replaced, but it was noted that it would be considered in the future. The patient¿s status post removal was alive with no injury. Additional information from the patient¿s physician was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2015. The primary location of the infection was the device pocket. As a result of the infection the patient experienced redness, swelling, and pain. A culture was obtained from the device pocket which was determined to be staphylococcus aureus. The patient did not have meningitis. Treatment for the infection was IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal noted (the drug used was not applicable). It was noted that before implantation of the device the patient was malnourished or extremely thin which was a risk factor.